Event description:
It was reported that the patient experienced presyncopal episodes. During interrogation, there was noise seen on both right atrial and right ventricular leads. The noise was reproducible with isometrics and pocket manipulation. The physician elected to extract both leads. The patient was in stable condition post-procedure.